Event description:
It was reported that the patient was having difficulty charging following a lead revision procedure. The physician concluded that the ipg was damaged while using an electrocautery. The patient's implantable pulse generator (ipg) was replaced and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.